Event description:
Pt reported experiencing erratic blood glucose levels of 56-400's mg/dl. Her normal range is 80-120 mg/dl. Pt indicated the infusion device made a strange sound when the motor engaged. She indicated the strange sound was the cause for the erratic blood glucose levels. Pt stated that she addressed the issue through the use of the infusion device and drinking water. She did not report any symptoms associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.